Event description:
It was reported that sensor failure occurred. The sensor was inserted into the abdomen on (B)(6)2025. On (B)(6)2025, it was reported that the patient experienced a loss of consciousness due to hypoglycemia and was transported to the hospital. Upon arrival, the patient¿s continuous glucose monitoring (cgm) device was removed after displaying a ¿sensor failed¿ alert. It is unknown what the cgm readings were prior to the patient losing consciousness, and no blood glucose (bg) meter readings were reported during the event. The patient was wearing a tandem insulin pump at the time of the incident. She stated that she regained consciousness the following day while hospitalized but was unable to recall any additional details regarding the event. The patient remained hospitalized for four days and was discharged home in stable condition. At the time of reporting, the patient indicated she was ¿fine.¿ data was provided for investigation. The allegation was not confirmed via data. However, it was found that a no readings/ sensor error/ brief sensor issue under an hour occurred. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required. Data was provided for investigation. The allegation was undetermined via data. A sensor failure was not found within the investigation window. However, data found the estimated glucose values crossed the high threshold, and as expected, the app delivered alerts with volume. The probable cause could not be determined. No additional patient or event information is available.